Manufacturer narrative:
(B)(4).

Event description:
It was reported that the needle was blunt. The sensor was inserted into the back of the upper arm on (B)(6) 2025. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product.

Manufacturer narrative:
3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the needle was blunt. The sensor was inserted into the back of the upper arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.